Manufacturer narrative:
Device evaluation update: the device logs and trending data were provided to tech service for further review. Upon analysis, tech service confirmed that during both periods, the same alarms (105, 104, 260, and 196) were triggered. Trending data showed: on (B)(6) 2024: abnormal waveforms began at 5:07 am and were resolved by 5:09 am, with normal waveforms resuming at 5:11 am. The device logs also indicate an occlusion alarm and an improperly connected prox flow sensor. On (B)(6) 2025: abnormal waveforms were observed from 3:08 pm to 3:23 pm, along with frequent occlusion alarms in the device logs. These findings suggest a potential circuit issue or a patient-induced event.

Event description:
Additional information received indicates that the customer sent log files for further investigation.

Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # unable to determine entire UDI# as information was not provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vent's rate increased rapidly while on patient twice. Analyzed logs and found that during both periods a flurry of alarms popped up, 105, 104, 260, 196 which may indicate an issue with the circuit or may be patient induced. No patient harm reported.